Event description:
It was reported that the patient's left knee was revised due to its going into varus. A tibial baseplate and insert were revised to a baseplate with stem and a new insert. There are no allegations against the revised insert. Rep provided usage and x-rays and confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event an event regarding malposition involving a triathlon baseplate was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion of assessment: knee revision as the result of early postoperative failure/collapse of uncemented tibial baseplate. Device or procedure related adverse event: more likely a procedural issue. Root cause and confirmation: a root cause cannot be determined. The failure was in the acute postoperative period and was not likely related to the device itself. The failure can be confirmed." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left knee was revised due to its going into varus. A review of the provided medical information by a clinical consultant indicated: "conclusion of assessment: knee revision as the result of early postoperative failure/collapse of uncemented tibial baseplate. Device or procedure related adverse event: more likely a procedural issue. Root cause and confirmation: a root cause cannot be determined. The failure was in the acute postoperative period and was not likely related to the device itself. The failure can be confirmed." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to its going into varus. A tibial baseplate and insert were revised to a baseplate with stem and a new insert. There are no allegations against the revised insert. Rep provided usage and x-rays and confirmed no further information will be released by the hospital or surgeon.